Event description:
Rptr purchased the comfort select breast pump. The first few minutes it worked fine, but then stopped "dropping" the milk into the container and the milk started getting sucked back into the motor. Rptr would have to break the suction momentarily to get the milk to "drop." Rptr realized that when the milk was getting sucked into the motor, it was somehow cycling through and dripping back out through the ac adaptor plug in and causing it to corrode around the plug. Rptr called this in to the customer service who said they would send out a replacement motor. Rptr received the new motor. This motor did the same thing. This is not only frustrating but very unsafe.